Event description:
It was reported that the electrode stopper width was not consistent. It was stated that the reporter could not always use the stopper with the scale to define the depth of the electrode at implant due to this inconsistency. The event did not involve a patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 3389-40, lot# 0206344678, implanted: (B)(6) 2012, product type lead. (B)(4).